Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot #: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: mez583 additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Unknown. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. Was any solution used during the procedure? At reoperation, the product was removed. The treatment after removing the product was unknown. What date did the patient present with dehiscence? Unknown. Please provide date of reoperation. Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? At reoperation, the suture breakage was confirmed. Lot number? Possible lot was mez583. What is physician¿s opinion as to the etiology of or contributing factors to this event? The suture melted faster than the surgeon thought. What is the patient current status? The patient is hospitalized currently as of (B)(6) 2019. No further information will be provided.

Event description:
It was reported that the patient underwent total knee replacement procedure on an unknown date in 2019 and barbed suture was used. Approximately 2 to 3 weeks post procedure, the patient felt that the knee moves smoothly. The patient experienced inflammation and dehiscence. An additional procedure was performed on an unknown date. During the second procedure, the surgeon observed that the suture on the fascia had been broken and was separated into three parts. The broken suture was removed. The anchor had been absorbed. The surgeon reported that ¿the suture melted faster than he thought¿. The treatment for the patient after removing the device was unknown. The patient remained hospitalized as of (B)(6) 2019. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: mez583, expiration date: 04/30/2020; date of mfg.: 05/15/2018. A manufacturing record evaluation was performed for the finished device mez583 number, and no non-conformances were identified. Device evaluation summary: two suture piece of product code sxpp1a405, lot mez583 were returned for analysis. During the visual inspection of two suture pieces, body fluids and damaged barbs were noted. In addition, the ends were cut appears to be by use of surgical instrument; this type of damage occurs when the suture is removed from the patient. In addition, no functional test can be performed due to sample condition. Due to the condition of the suture pieces, it could not be determined what may have caused the reported incident.